Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgical intervention occurred on 13 march 2020 during which the existing ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site and ipg is coming closer to surface of the skin. Surgical intervention may occur to address the issue. Surgical intervention may also occur to address lead migration as documented on manufacturer reference numbers 3006705815-2020-00113 and 3006705815-2020-00114.